Manufacturer narrative:
The actual device has been received by the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which could have contributed to the reported event. The actual sample underwent a gas transfer performance test in conformity to the shipping test method by circulating arranged bovine blood in the oxygenator module. No anomalies were revealed. A review of the device history record and product release decision control sheet of the involved product/ lot number combination confirmed there were no indications of production related problems or discrepancies in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot number combination. The exact cause cannot be determined based upon the available information since the evaluation results verified that the actual sample was of normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "start the gas supply with v/q=1 and fio2=100%, then make adjustments according to the following blood gas measurements." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported insufficient gas exchange in the capiox rx05 device. Follow up communication with the user facility reported the following information: immediately after ecc started, pao2 value was around 160mmhg. After fio2 was increased to 100%, pao2 improved up to 300mmhg. The procedure was completed successfully. There was no immediate impact on the patient.